Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction". It was reported subject received integra, with negative pressure wound therapy (npwt), on (B)(6) 2009. The subject's wound, which was on the right midfoot, had a surgical, ischemic, and diabetic neuropathic ulcer etiology. The wound's approximate measurement was undocumented, but it's depth was to the bone. On (B)(6) 2009 the subject was readmitted for a scheduled secondary procedure on the target wound. A split thickness skin graft was applied with negative pressure wound therapy. On (B)(6) 2009 the subject had an adverse event of dehiscence. This event was documented as moderate in severity and definitely related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was the pt was admitted to the operating room on (B)(6) 2010 for a debridement and placement of negative pressure wound therapy. This event was deemed resolved on (B)(6) 2010 as well. On (B)(6)2010 the subject was diagnosed with an infection, but this was deemed unrelated to the treatment with integra. As of (B)(6) 2010 the target wound was not healed. There are no additional follow-up visits available.